Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other five proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted with six proglide devices. Information was not provided if the proglide devices were used prior to or after an unspecified procedure. Reportedly, the six proglide devices had "suture issues". The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The number of patients or type of procedures were not provided. No additional information was provided.